Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2014: damaged keypad cover, contamination of the button contacts.

Manufacturer narrative:
Submitted: 01/24/2014. Device evaluation: on examination, the keypad cover was noted to be peeling form the top of the cover to below the ok button, exposing the button contacts. The contrast button contact was missing. The audio bolus button cover was lifted. On testing the contrast button was unresponsive. The remained of the buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.